Event description:
It was reported that the distal filter was punctured. A sentinel embolic protection device had been successfully used in the procedure. After retrieval of the system, the contents of the filter baskets were checked and a puncture in the distal filter was detected. No patient complications were reported.

Manufacturer narrative:
Evaluation conclusion code corrected from 4315 to 4311. Device evaluated by MFR:analysis of returned product revealed that only the distal filter was received. A tear is observed on the distal filter. Without the rest of the device, an investigation as to why the hole formed could not be performed. The DHR review was performed by claret medical on lot number 18d05h01 and shows that all acceptance records demonstrate that the device was manufactured in accordance with the device master recordthe sentinel device is inspected during device preparation. The reported failure was noticed post-procedure; therefore, it is likely the hole formed during the procedure, during removal of the sentinel deice, or while checking the filter contents, therefore, most probable cause is: adverse event related to procedure.

Event description:
It was reported that the distal filter was punctured. A sentinel embolic protection device had been successfully used in the procedure. After retrieval of the system, the contents of the filter baskets were checked and a puncture in the distal filter was detected. No patient complications were reported.

Event description:
It was reported that the distal filter was punctured. A sentinel embolic protection device had been successfully used in the procedure. After retrieval of the system, the contents of the filter baskets were checked and a puncture in the distal filter was detected. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR:analysis of returned product revealed that only the distal filter was received. A tear is observed on the distal filter. Without the rest of the device, an investigation as to why the hole formed could not be performed. The DHR review was performed by claret medical on lot number 18d05h01 and shows that all acceptance records demonstrate that the device was manufactured in accordance with the device master recordthe sentinel device is inspected during device preparation. The reported failure was notices post-procedure; therefore, it is likely the hole formed during the procedure, during removal of the sentinel deice, or while checking the filter contents, however, this cannot be definitively determined.